Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as a general comment that the clip delivery system tends to steer in an irregular direction. Irregular steering has potential of tissue damage. It was reported as a general comment that during use, the mitraclip delivery system cds0502 tends to steer in the anterior position when using the m/l knob. Additionally, steering cds0502 is not as comfortable as steering cds02st. The team finds that steering with the cds02st is more understandable, predictive and would like to have the new cds (cds0502) to have the sleeve of the old cds (cds02st). This is not a lot specific issue; the issue is for the cds0502 in general. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Additionally, a review of the lot history record and complaint history for the reported lot could not be conducted, because the complaint is associated with a general comment and the lot numbers were not provided. All available information was investigated and a definitive cause for the reported sleeve steering issue could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy and unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.